Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31020369l number, and no internal action related to the complaint was found during the review. Additionally, the manufactured date and expiration date have been provided. Therefore, field h4. Device manufacture date has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade (CT) requiring a pericardiocentesis and surgical intervention. It was reported that during an afib procedure, a pericardial effusion (pe) was diagnosed via ice catheter after the patient's pressure dropped (49/29). A pericardiocentesis was performed by the physician, removing 2000ml's. The patient was stable at the time of the call but was being prepped for surgery. The catheter was discarded. No other details were available at this time. The physician¿s opinion on the cause of this adverse event was that it was procedure related. Intervention provided was a CT surgery. The patient fully recovered. There are no relevant tests/laboratory data to report as well as no other relevant history to report. Transseptal puncture was performed with a brk xs, sl 1 needle. Prior to noting the pe or CT, ablation was performed. There was no evidence of a steam pop. The event occurred post ablation. Automated flow settings were used on sa pump. The correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on the biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector, visitag (3mm 3 sec, 25% 3g). No additional filter was used with the visitag. Color options used prospectively was average. Carto 3 sw version 7.2.40.250.